Event description:
It was reported that after implantation of the iol a tear of the corneal wound occurred during the removal of the accuject 2.6 inserter. Additional information has been requested.

Manufacturer narrative:
This event was reported as part of a clinical study conducted in (B)(6). According to the information received, there was a jammed plunger; however, the delivery device was not returned to bausch and lomb for evaluation. Also the lot number of the delivery device was not provided by the customer, therefore a device history record (DHR) review could not be performed. Based on the current information, we are unable to determine root cause of the event.